Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. No device malfunction was suspected. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.